Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition and partially cycled. In an attempt to replicate the reported incident, the cycle was completed in order to test the device for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure the jaw (el5ml clip) did not open after first clipping.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: request for return of device have been made but no device has been returned.